Event description:
Customer reported that the alarm has intermittent power. Batteries have been replaced with a new supply. Customer reported to have noticed that the battery contacts appear to be loose. No patient incident or injuries were reported.

Manufacturer narrative:
Evaluation: results - evaluation of the returned unit found that the battery spring contacts are in good condition. The unit was tested a total of three times at 5 minute intervals. During the first test the unit powered up and passed all functional tests except for the low battery function. Once the voltage was dropped using an external power supply, the unit beeped once then the led stopped flashing. Unit did not power up during the other two tests. Note: the instructions for use state that to reduce the risk of serious injury or death, test the alarm for proper operation prior to putting in service with a patient, and each time before leaving the patient unintended. If the alarm does not function properly, remove the alarm from service and replace it with a properly functioning alarm. Do not use the alarm or magnet if it does not activate each time magnet is removed from face plate. (B)(4).